Event description:
It was reported that during implant high pacing impedances were noted. The lead was replaced without issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high pacing lead impedance was confirmed in the laboratory and was due to excess medical adhesive found on the ring electrode.